Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an issue with the time and date settings. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2019 with the following findings: during investigation, the time and date reset to default settings after a pump reboot was duplicated. Evaluation revealed the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.